Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2022-10345. It was reported that the patient had low flow alarms that were caused by hypertension. They also noticed these alarms would occur whenever they laid on their left side for 10-15 seconds. The patient's blood pressure medications were adjusted in an attempt to resolve the alarms. The patient's log files were sent to technical services to be reviewed and a string of power cable disconnects and no external power alarms were also observed. These alarms occurred on (B)(6) 2022 at around 2:43 pm due to a complete power loss to the system controller while tethered to the mobile power unit (mpu). It was possible these events were due to user error, in which the patient disconnected both power leads from the system controller or the mpu momentarily came unplugged from the wall momentarily. On (B)(6) 2022, the patient was admitted to the hospital for increased frequency of low flow alarms. A computed tomography (CT) scan was performed on (B)(6) 2022 and it revealed a circumferential mural thrombus that extended throughout the length of the outflow cannula. There was a greater than 50% narrowing.

Manufacturer narrative:
Section b5: correction. The previous report incorrectly listed a related manufacturer report number: 2916596-2022-10345. There is no related MFR. The reported system controller alarms were due to use(r) error and the device alarmed appropriately to alert the user to a loss of external power. Manufacturer's investigation conclusion: a direct correlation between the reported events (suspected thrombus and hypertension) and heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), could not be conclusively determined through this investigation. The reported low flow alarms were confirmed via the submitted log file data; however, a specific cause for the change in pump parameters cannot be conclusively determined. The controller event log file contained data spanning from (B)(6) 2022 at 01:09:28 to (B)(6) 2022 at 12:29:19, per the timestamp. Intermittent low flow events were captured throughout the log file when the estimated pump flow was calculated to be below the threshold of 2.5 liters per minute (lpm). A total of 7 low flow events persisted for at least 10 seconds, activating low flow alarms. Controller event log file contained data on (B)(6) 2022 spanning from 08:44:23 to 10:48:33, per the timestamp. Numerous low flow events were captured throughout the log file when the estimated pump flow was calculated to be below the threshold of 2.5lpm. A total of 24 low flow events persisted for at least 10 seconds, activating low flow alarms. Controller event log file contained data spanning from (B)(6) 2022 at 13:23:38 to (B)(6) 2022 at 15:14:47, per the timestamp. A pump stop event was captured on (B)(6) 2022, beginning at 13:57:28, and was associated with the system controller software being upgraded from software version 1.5.0 to 1.7.0. The low flow threshold was set to 2.0lpm following the upgrade. Intermittent low flow events were captured throughout the log file, before and after the system controller software upgrade, when the estimated pump flow was calculated to be below the low flow threshold. A single low flow event on (B)(6) 2022 persisted for at least 10 seconds, activating a low flow alarm. The controller log files appeared to have captured the pump operating as intended while the driveline was connected to the system controller. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number: (B)(6), and no further events have been reported at this time. Additional information was requested from the account; however, nothing has been communicated at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) lists thromboembolism and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Thromboembolism is also listed as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are outlined in section 1 of this document. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). Information regarding recommended international normalized ratio range is also provided in this document. The heartmate 3 left ventricular assist system patient handbook, rev. D, is currently available. Section 5 outlines all system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 left ventricular assist system pocket guide to alarms for clinicians contains information on alarms on controllers with low flow software and the actions that clinicians should take when they occur. The heartmate 3 left ventricular assist system pocket guide to alarms for patients and their caregivers contains information on alarms on controllers with low flow software and the actions that patients and their caregivers should take when they occur. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's system controller was upgraded with low flow software on (B)(6) 2022. Following the software upgrade, there was one low flow event on (B)(6) 2022, where the flow dropped below the 2.0 lpm threshold.